Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that the down arrow button was unresponsive. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the blood glucose reached 500 mg/dl. The customer stated that they were treating the blood glucose by bolus. The customer was unable to troubleshoot for high blood glucose due to keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.